Event description:
It was reported during use of the cadd-legacy® ambulatory infusion pump the patient increased the extra dose from 1.5 to 2. Patient experienced dyskinesia problem after the extra doses. Ads changed the extra dose back to 1.5.